Event description:
The facility's biomedical engineer reported an infusion pump with an 813:01 failure code. The biomed reported to baxter customer service that stated they have no record of any patient incident involving the pump since the last baxter service event. There was no report of any patient injury or medical intervention as a result of the failure. Information was requested but details were not available regarding patient status, age of patient, medication involved, tubing product code or the set up of the infusion device. The biomed also stated it is unknown if the device was in use on a patient when the failure occurred.